Event description:
It was reported that while using bd bactec¿ standard/10 aerobic/f culture vials (plastic) a false positive result was obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
Upon further evaluation it was noticed that complaint received was from a product already expired. No investigation will be conducted. Batch history records are always reviewed prior product release. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Manufacturer narrative:
Initial reporter phone number: (B)(6); initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ standard/10 aerobic/f culture vials (plastic) a false positive result was obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.